Event description:
It was noted on x-ray during a follow-up visit that the proximal pin was broken near the cortex of second metatarsal. The fixator, other pins and part of broken pin were removed. The pt was then put in a cast.